Manufacturer narrative:
The customer reported that the battery latch would not properly retain the battery within the unit. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed and a root cause could not be determined.

Manufacturer narrative:
Analysis of the returned AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.